Manufacturer narrative:
The hcp confirmed that there was no device defect but a human error occurred. The hcp further reported that the a-constant was corrected as soon as the error was detected. It is written in the user manual to check all manually entered iol parameters carefully. Carl zeiss meditec ag does not accept any liability for the correctness and suitability of parameters. Moreover, it advises the user to consider the residual refraction when selecting the iol to be implanted. In case of an unusually high expected residual refraction the iol selection and the manually entered or imported iol parameters should be checked.

Event description:
A health care professional (hcp) reported an incorrect a constant was manually entered in the iolmaster. This resulted in an incorrect iol implant. The issue was resolved with a second surgery resulting in a good outcome for the patient.